Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage and pressure testing were implemented and the device performed per product specifications. During functional testing the two piece luer lock adapter did not engage to the male luer adapter. The reported condition was verified. The cause was determined to be due to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The unique device identifier for this device is (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the retractable collar of the one-link component of a one-link catheter extension set was ¿fused.¿ this was noted before use. There was no patient involvement. No additional information is available.